Event description:
It was reported that the patient was seen in the hospital due to dizziness. A chest x-ray revealed the ventricular lead dislodged. The lead also exhibited decreased sensing since implant. The lead was successfully repositioned. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.